Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging that her one touch ultra meter stopped powering on "6 weeks ago". She claimed that a couple of days after the power issue began, she became shaky and consumed more food/drink. No blood glucose results or other forms of treatment were reported. According to the troubleshooting performed by customer service, the battery was not replaced per the owner's manual; however, the reported power issue was not resolved during the troubleshooting. The complaint is being reported because the patient allegedly developed symptoms suggestive of severe hypoglycemia a couple of days after the reported power issue occurred. In addition, the reported power issue was not resolved with troubleshooting. Replacement products were still sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.